Event description:
It was reported that multiple cartridge alarms (alarm 5 and 6) occurred while the customer was loading the cartridge. Customer's blood glucose was 90 mg/dl. Customer reverted to using manual injections for insulin therapy.